Event description:
This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ('menstrual pain') in a female patient who had essure (batch no. He01186) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Concurrent conditions included hypermenorrhea, pain menstrual, short menstruation, loss of libido, acne and seizures. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia ("hypermenorrhea"). The patient was treated with surgery (laparoscopic removal of tube). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be unrelated to essure. The reporter commented: essure removed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. We received a lot number and sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ('menstrual pain') and menorrhagia ('hypermenorrhea') in an adult female patient who had essure (batch no. He01186) inserted. The patient's medical history included asthma. Concurrent conditions included hypermenorrhea, pain menstrual, short menstruation, loss of libido, acne and seizures. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of tube). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be unrelated to essure. The reporter commented: essure removed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of ptc. We received a lot number and sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.